Manufacturer narrative:
(B)(4). Batch number: 57e0d. Investigation summary: the analysis results showed that one gst60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please explain what is meant by the staple made an incomplete formation? Did the device lock-out (no staples deployed and no cut line started)? Or, was the staple line incomplete where staples were missing or not visible after being deployed? If staples were deployed, were they in the proper closed b-formation? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Will the devices be sent in for product analysis?

Event description:
It was reported that during his laparoscopic hepatectomy, he tried to do glisson pedicle transaction with gold cartridge, however, the staple made incomplete formation, so he changed another cartridge and tried again, but, same thing happened. Finally, he completed it with 3rd cartridge without error.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: can you please explain what is meant by the staple made an incomplete formation? Did the device lock-out (no staples deployed and no cut line started)? Or, was the staple line incomplete where staples were missing or not visible after being deployed? If staples were deployed, were they in the proper closed b-formation? There was improper b-shape formation and locked at the distal part of jaw 2 times in a row when he transacted glisson pedicle with gold cartridge. However, he finally transacted his 3rd firing without that kind of error. Is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. No, it was ok with 3rd firing. Will the devices be sent in for product analysis? No.